Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: 300cc mentor memorygel breast implant (catalog #: 3503001bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative left-sided rupture and grade ii capsular contracture. The patient felt left-sided breast firmness, pain, and implant malposition in (B)(6) 2019. The capsular contraction was confirmed by the patient's physician, and MRI performed on (B)(6) 2020 visualized the rupture. The patient is planning to undergo removal without replacement. However, at this time of report, mentor has received no information regarding explantation or an expected explantation date.